Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to the trunk cable. The trunk cable was cut, damaging the red (can h) and orange (+5v) wires. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.